Event description:
The customer initially stated their coulter hmx hematology analyzer w/autoloader gave diluent comparison errors and requested service. The fse went onsite and found diluent only had leaked from pinch valve pv49 onto the counter, quantity undetermined. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the black stripped tubing at pv49 was cut (worn) at point of contact in the pinch valve and he replaced the pinch tubing to resolve the leak. The fse ran startup, latron and controls, and verified all were within range. (B)(4).